Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 18 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 2245 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac043 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain of the reported lot was tested and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac043 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac043 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported to fresenius customer service that a lot of naturalyte had low conductivity on an unspecified number of machines prior to treatment. The biomed stated the machine was alarming with low conductivity. Upon follow up, the biomed reported that before use, the conductivity was at 13.3 ms/cm. The theoretical conductivity value (tcd) setting on the machine was not provided and the difference between actual conductivity is unknown. No patients were treated with the lot. Per the biomed, 70 cases are effected and now they are using naturalyte lots 20hxaco63. The biomed reported that there was no service to the machines and that they use bibag 4000 rx 12, lot number 20jk01001. A return goods authorization (rga) was issued to the clinic for product return. This report captures the occurrence of this event on unspecified number of machines on unknown dates.